Manufacturer narrative:
(B)(4). Additional information: the actual sample was not returned for evaluation. However, a photograph was received for analysis. The photo showed a leak at the level of the luer lock. The reported condition was verified. The cause could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from a flo-gard solution administration set. This occurred during infusion of a chemotherapeutic drug. There was no patient injury or medical intervention associated with this event. No additional information is available.